Manufacturer narrative:
Additional suspects medical device component involved in the event: model number/catalog number: sc-2218-70 serial number: (B)(6). Batch/lot number: 2000018679 model/catalog description: linear st lead kit 70 cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2218-70 serial number: (B)(6). Batch/lot number: 2000018679 model/catalog description: linear st lead kit 70 cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4318 batch/lot number: 20768286 model/catalog description: clik x anchor sterile kit unique identifier (UDI) #: (B)(4).

Event description:
It was reported that patient experience burning sensation at the implantable pulse generator (ipg) site. The patient underwent a spinal cord stimulator (scs) explant procedure where in all devices were removed and the patient was doing well post operatively. The explanted devices will not be return due to facility policy.